Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to lab use only (luo) testing equipment. The pst did not observe any visual issues with the roller pump display. The display output was steady and consistent throughout the evaluation with no loss to the pump function. It was determined that the roller pump display met specification.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the display assembly and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump was shutting off. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.